Event description:
It was reported by dr. (B)(6), that the customer was hospitalized twice due to diabetic ketoacidosis. Customer's blood glucose levels at the time of the first visit hospitalization 492mg/dl. Blood glucose levels during the second hospitalization was between 300-400 mg/dl. Not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.